Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 25329437.

Event description:
It was reported that the patients clik anchors were causing discomfort. The patient underwent a click anchor removal procedure and was doing well postoperatively. The explanted devices were not returned.